Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture, pain, and capsular contracture, baker grade unknown. Device was explanted.

Event description:
Healthcare professional reported right side rupture, pain, and capsular contracture, baker grade unknown. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation and creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture).

Event description:
Additionally, healthcare professional later reported baker grade IV.